Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not reported. This report is for three unknown - screw cortex/unknown lot number. Original implant date unknown, not reported. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a wrist fusion hardware removal was performed. The original procedure was for a wrist arthrodesis that was performed "a number of months ago". A locking compression plate (lcp) wrist fusion plate was removed intact, five (5) screws removed intact and three (3) broken screws identified; three (3) tips were left in the bone, the shafts were retrieved. The fusion was found to be partial; the surgeon packed the area with bone grafts and used k-wire fixation. It was confirmed that there was no surgical delay and procedure was completed successfully. Patient was fine. The three (3) broken screws were 2.7mm cortex screws, length unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. The 510k: unknown, as specific part and lot numbers for the complainant screws were not provided. Product investigation summary: three unknown 2.7mm self-tapping cortex screws (reported part number series 202.800, lot numbers unknown) were received with the complaint category of ¿broken: postoperatively.¿ one unknown locking compression plate (lcp) was reported as ¿concomitant¿ and was not returned for evaluation. The complaint condition is confirmed as the three returned screws are missing the distal threads. Since the specific conditions at the time of the breaks are unknown, the root cause could not be definitively determined, but was likely a result of patient compliance, activity level, comorbidities, and the surgical technique. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Evaluation shows that these implants are intended for use across various plating procedures. The original reported procedure was a wrist arthrodesis and information for this procedure with these implants is provided per the wrist fusion set technique guide. The returned screws were each received with a roughly transverse break in the threaded shaft. The distal threaded tips were not returned as they were reported to have remained implanted. The returned portions (screw head included) measured approximately 14.1mm, 9.4mm, and 5.3mm. The hex drive on each screw shows wear and the balance is in good condition. Thus, the complaint condition is confirmed but cannot be replicated as the screws are already broken. One of the three screws is etched with three triangles on the head of the screw. This denotes ¿self-tapping¿ and means that this screw was manufactured prior to the current revision since the triangles were removed in the latest revision. A review of the design drawings was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The breaks are consistent with the result of excessive shear forces. When there is insufficient reduction or healing is delayed, there are increased loads the implant must withstand that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. As it was reported that ¿the fusion was found to be partial,¿ this likely contributed to the condition. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. Thus, since the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.